Event description:
It was reported that the user experienced an inability to attach the connect adaptor when attempting an infusion set and cartridge change with a steel 6 mm contact/detach infusion set, despite multiple connector swaps including a new lot, which prevented secure connection to the ilet device. Symptoms included no adverse clinical effects; the user reported a blood glucose value of 146 mg/dl and used an alternative insulin therapy. Outcomes included interruption of intended insulin delivery via the device and the need for replacement components and device. Investigation included technical troubleshooting and user education conducted by support personnel. Investigation of this case revealed persistent mechanical incompatibility or fitment difficulty between the connect adaptor and the device connector chamber, not resolved by lot change or repeated attempts. It was concluded that the event was related to a device component connection problem that could not be resolved through troubleshooting, necessitating replacement of the device and connectors.